Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw2780 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw2780) have been reported from the same facility in (B)(6).

Event description:
It was reported "catheter placed on (B)(6) 2022. Catheter cut at 38 cm with 1.5 cm extravascular tract. Anchored with securacath system. On (B)(6) 2022 leakage of fluid from insertion point during flushing reported. Removed catheter shows cracking at 2 cm from point 0. Catheter removed and need for re-insertion for continued cancer therapy."

Event description:
It was reported "catheter placed on (B)(6)2022. Catheter cut at 38 cm with 1.5 cm extravascular tract. Anchored with securacath system. On (B)(6)2022 leakage of fluid from insertion point during flushing reported. Removed catheter shows cracking at 2 cm from point 0. Catheter removed and need for re-insertion for continued cancer therapy."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. A video of an implanted powerpicc catheter being functionally tested was returned for evaluation. As the user flushed the catheter with a clear liquid, a spraying leak was observed emanating from the catheter shaft. The features of the leak site (e.g., physical characteristics including length and orientation) were not visible in the returned video; however, the catheter appeared to be slightly compressed within the leaking region. The catheter was not retained within a stabilization device while the video was filmed; however, a compressive stabilization device could be seen on the patient in the background of the video. If the catheter was reinserted into the compressive stabilization device, the leak appeared to align with the proximal end of the stabilization device. The leak in the catheter tubing may have been associated with the securement technique. H3 other text : evaluation findings are in section h.11.